Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi received the mtm involved with this complaint and completed the device evaluation. Failure analysis investigation was unable to reproduce the reported failure. The error could be confirmed as having occurred via field error logs. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. There was no trouble found. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Based on the information provided at this time, this complaint is being reported due to the following conclusion: system unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a procedure change. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, a non-recoverable fault 252 occurred. Prior to calling technical support, the site rebooted the system without success. The technical support engineer (tse) reviewed the live logs and the error sequence pointed to an improperly connected blue fiber cable on surgeon side console (ssc) 1. The tse guided the caller to power off the system and reconnect the blue fiber cables. After power on, the system powered up with no further errors. The tse reviewed the error logs and found the initial issue was related to error 23/30 pointing to master tool manipulator (mtm) right on ssc2. The tse recommended the site stop using ssc2 to avoid any further interruptions. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 21-mar-2022 and obtained the following additional information: the system¿s functionality was checked upon powering on the system. The system initially powered on without errors. Following the call with technical support, the procedure was completed successfully with no further issues. Per technical support¿s recommendation, they stopped using the secondary ssc. There was no harm or injury to the patient. The patient was a 68 years old, female with a body mass index (bmi) of 24.